Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a knee implant was implanted on an unspecified date. According to the complainant a patient required revision procedure. Additional information has been requested but was not available at this time. The adverse event is filed under aic reference xc (B)(4).

Manufacturer narrative:
Additional information: b5 - updated details d6 - date of revision investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Update: additional information was received, however the revision date and article code was unknown. A "clicking" noise was currently noted and locking of the device, and the surgeon was concerned about polyethylene wear. A request for x-rays was made; there is a possibility that the device is non-aesculap. Following the revision, further details will be available/provided, if available.